Event description:
While doctor was sectioning a wisdom tooth for extraction, the forward most segment of the handpiece, burned the patient's lip causing second degree burn. Patient was seen by two dermatologist for treatment.